Event description:
The pt is suspected to have suffered anaphylactic shock during use of the product. The pt's blood pressure dropped and after several mins, itching began and erythema was seen originating from the breast and extending over the body. The catheter was removed and the pt was administered epinephrine. He recovered without complications.